Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead deployment led to myocardial perforation during an implantable cardioverter defibrillator implant procedure. The patient was discharged after the procedure. No further information is available at this time.